Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Also we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 350 mg/dl while wearing the pod. The patient reports administering multiple boluses of 2 units of insulin each time. The patients parent reports upon removal of the pod the cannula was found to be dislodged from the infusion site as well as bent. Once at the hospital the patient was treated with intravenous fluids as well as a vaccine booster and a new pod was applied. The patient was discharged from the hospital after 5 hours. The patients pod will not be returned as it has been discarded.